Event description:
During a tfn nail implant procedure, the helical blade would not advance into the tfn nail. A long right nail was inserted without incident but the blade noticeably hit against the lateral aspect of the nail. Everything was checked, especially the internal locking mechanism and aiming arm prior to surgery. When the nail was removed outside the patient, it was noted that everything was ok but tight. The surgeon could noticeably see a nick on the blade where the nail was hitting against the blade. After the second try, the surgeon used a different nail and blade without a problem. The surgeon wasn't sure if it was a nail, bone tissue issue or an issue with the device. The surgery was prolonged for 30 to 45 minutes. This is 2 of 2 reports for the same event.

Manufacturer narrative:
Device used for treatment and not diagnosis. The wear markings within the posterior surface of the nail along with the gouge in the posterolateral edge of that same proximal hole suggest that the helical blade insertion instrumentation was not aligned properly. This and the fact that one of the flutes of the helical blade had a similar gouge suggest this same assumption. Since the insertion instrumentation was not submitted, it is hard to determine the exact cause of mistargeting of the proximal locking hole. Soft tissue deflection forces, incorrect tightening of the instrumentation, etc. Can all lead to inaccurate targeting of the proximal hole of the nail. Due to the lack of submitted insertion instrumentation and low occurrence rate, it is difficult to determine the exact cause of the adverse event. The design risk assessment is adequate for the intended event.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. A review of the device history record revealed no complaint related anomalies. Placeholder.

Manufacturer narrative:
This device is used for treatment, not diagnosis. Part was received intact with minor surface abrasion. All dimensional measurements were within manufacturing specifications with the following observation: one of the three cutting flutes exhibits an approximately 1.8mm deep gouge in the edge. This would be consistent with the observation made in the complaint that the blade noticeably hit against the lateral aspect of the nail.